Event description:
Elderly female with history of (h/o) of coronary artery disease (cad) and mitral regurgitation and underwent bioprosthetic mitral valve replacement (mvr) and 2v coronary artery bypass grafting (CABG). The patient tolerated the procedure well and was taken to the cardiac intensive care unit post-procedure on inotropic and vasopressor support. The patient was hemodynamically stable and was able to be extubated without difficulty on the evening of the operative day. Remaining inotropic and vasopressor support was slowly weaned over the next several days. Patient's heart symptoms got worsened on post op day#12 leading to tte which revealed thrombus on mitral valve prosthesis. Patient was transferred to the cicu for tpa gtts which was not successful in removing the thrombus. Patient was therefore taken to the cath for transcatheter mitral valve replacement. During the procedure the balloon was inflated, it slipped backwards. The valve was not fully deployed and was free floating in the left atrium. Many attempts were made to properly deploy the valve in the correct position but were not successful. Per procedure surgical note - the balloon ejected from the partially deployed valve towards the left atrium without inflating the distal portion of the valve. Tried to push the balloon back across the valve but it would not pass into the left ventricle. The balloon would not cross the valve.